Manufacturer narrative:
Citation: bernelli c et al. Usefulness of baseline activated clotting time-guided heparin administration in reducing bleeding events during transfemoral transcatheter aortic valve implantation. Jacc cardiovasc interv. 2014 feb;7(2):140-151. Doi: 10.1016/j.jcin.2013.10.016. Available online 17 february 2014. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of baseline activated clotting time-guided heparin administration on major bleeding after transfemoral transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between november 2007 to june 2012. The study population included 362 patients and was predominantly female with a mean age of 79.9 years and a mean weight of 72 kg. Of those, 139 patients were treated with medtronic corevalve transcatheter valve systems. No unique device identifier numbers were provided. Among all patients, 31 deaths (16 all-cause, 15 cardiovascular cause) occurred within thirty days after tavi. Edwards sapien transcatheter valve systems were also used in the study. None of the deaths were directly associated with medtronic product. The authors stated all bleeding events occurred during the index hospitalization, with most cases occurring in the first twenty-four hours after tavi. Reasons for in-hospital red blood cell transfusion (2 to 4 packs) included: cardiac tamponade/pericardial bleeding (no surgical intervention was reported), major/minor vascular complications, bleeding (life-threatening, major, or minor), and access site bleeding/hematoma (not defined as major or minor). Additional adverse events that occurred within thirty days after tavi included: new permanent pacemaker implantation, need for aortic valve reintervention, new onset atrial fibrillation, myocardial infarction, stroke (major or minor), and transient ischemic attack. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.